Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The patient suffered from a pericardial effusion with low blood pressure, and dizziness after transseptal puncture. The patient was hospitalized. For diagnostics echocardiography was done. Successful pericaridal puncture with 600 ml aspiration was done. No device malfunction  reported. No additional information is available.

Manufacturer narrative:
No product was provided for analysis. There was no device malfunction reported. However, there was adverse event with patient reported. Cuse of the adverse event may have been related to patient anatomy as patient has a thick cardiac septum and it was difficult to probing the left atrium with a needle. Ablation procedure was completed successfully. Post-procedural echography showed adverse side effects. The lot number was not provided by the customer; therefore, the device history record could not be reviewed, however, inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. No product was returned to oscor and no known device malfunction was reported. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is unconfirmed - no problem detected as no device malfunction was reported. No corrections or corrective actions will be taken. No device was returned for analysis and there was no device malfunction reported. Review of the manufacturing records did not reveal any discrepancies that would have contributed to this event. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.